Manufacturer narrative:
Evaluation of the returned pod packing coil confirmed the embolization coil was detached. Evaluation revealed offset coil winds on the embolization coil, and the pusher assembly was kinked and fractured. If the device is manipulated against resistance, damage such as offset coil winds may occur. Subsequently, if the device is further manipulated against resistance, damage such as kinks and a subsequent fracture may occur. The pusher assembly fracture likely contributed to the detached embolization coil. Based on the reported event, the root cause of resistance could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (packing coil), ruby coils, and a non-penumbra microcatheter. It should be noted that the patient¿s anatomy was mildly tortuous. During the procedure, the physician successfully implanted two ruby coils and one packing coil into the target vessel using the microcatheter. While advancing the packing coil out of its introducer sheath, the physician noticed a rough feel, but continued to advance the packing coil. While advancing the packing coil through the proximal length of the microcatheter, the physician experienced resistance and decided to remove the packing coil. While pulling the packing coil back, the packing coil unintentionally detached within the microcatheter and only its pusher assembly was removed. Therefore, the microcatheter containing the detached packing coil was removed. It was reported that the packing coil was flushed out of the microcatheter on the back table. The procedure was completed using a new packing coil. There was no report of an adverse effect to the patient.